Manufacturer narrative:
The customer contact initially reported list number of the suspect medical device as unk; however, one used device from list #12450 was received on 9/02/2015 and evaluated. A visual inspection of the sample revealed that the tip of the male adapter was broken off; the rest of the sample did not reveal a visual defective condition. The tip of the male adapter was not returned for analysis and investigation. Furthermore, the male adapter was reviewed under glass magnifying and showed drag marks. Additionally, the analysis performed on the broken male adapter determines that the male adapter is purchased from an external supplier. Hospira has initiated a formal investigation to address this issue. The investigation remains in progress. A search was performed based on the units sold during the last six months to this customer; as a result, two lot numbers were identified for the list number reported. A historical complaint search was performed for the possible lot numbers related to this nature; as a result no additional report was found for the total number of units manufactured for these possible lots. A batch record review revealed no discrepancies that may have contributed to a complaint of this nature. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual and physical evaluation results indicated that the product met specification requirements.

Event description:
The customer contact reported the distal tip of the male adaptor broke off into the hub of the central venous line. The customer contact reported the distal tip of the male adaptor of the tubing set was connected to the hub of the patient's central venous line (cvl) to deliver a bone marrow infusion. After an unspecified length of time when the infusion was complete, while attempting to disconnect the tubing set from the hub of the cvl, the distal tip of the male adaptor broke off and remained in the hub of the cvl. The customer contact reported after the event the patient's cvl required replacement in interventional radiology which caused the patient anxiety. There was no reported delay in therapy. The customer contact reported since the event, the user facility has changed their process of connecting the tubing set to the hub of the cvl and is now using an unspecified valve to connect the tubing set to the cvl. No additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. Hospira has completed a formal investigation to address the issue of the male adapter breaking off. Based on the investigation findings and an internal assessment through incoming quality and manufacturing quality tests, there are no defects reported related to broken or cracks on the tip of the male adapter as was reported in the complaint. In addition, a batch record was fully analyzed and neither probable nor potential root cause was identified in this investigation for hospira costa rica processes. A potential cause is related to user error since the male adapters were broken upon disconnection. According to the complaint report's medical assessment, it was reported that ¿the nurse manager stated that the hospital¿s policy is ¿to infuse bone marrow hub to hub and not through the valve¿; however, because of the event, the hospital modified their policy and are now using ¿some sort of valve¿ during the bone marrow infusion procedure (details were not provided). After the customer changed their infusion policy, no events have been reported.

Event description:
The customer contact reported the distal tip of the male adaptor broke off into the hub of the central venous line. The customer contact reported the distal tip of the male adaptor of the tubing set was connected to the hub of the patient's central venous line (cvl) to deliver a bone marrow infusion. After an unspecified length of time when the infusion was complete, while attempting to disconnect the tubing set from the hub of the cvl, the distal tip of the male adaptor broke off and remained in the hub of the cvl. The customer contact reported after the event the patient's cvl required replacement in interventional radiology which caused the patient anxiety. There was no reported delay in therapy. The customer contact reported since the event, the user facility has changed their process of connecting the tubing set to the hub of the cvl and is now using an unspecified valve to connect the tubing set to the cvl. No additional information was provided.

Manufacturer narrative:
Hospira¿s medical director¿s assessment: an event that occurred at an oncology unit of a hospital where it was reported that tubing broke off at the end of a bone marrow infusion procedure. Hcp reported that the hospital¿s policy was not to use a valve during bone marrow infusion procedures. The nurse¿s statement that the hospital revised its infusion policy and began to use ¿some sort of valve¿ suggests that infusing hub-to-hub is more difficult to disconnect and could lead to breakage of the tubing set at the end of the procedure because the hcp is more likely to apply extra pressure and/or to pull/tug on the tubing in an attempt to disconnect the tubing from the cvl which could result in breakage of the tubing as reported in this complaint. Based on the available information, the event required medical intervention (replacement of the cvl) that resulted in an increased patient anxiety: however, causality between device and the event has not been established in this case. The device has been received. Investigation is not complete.

Event description:
The customer contact reported the distal tip of the male adaptor broke off into the hub of the central venous line. The customer contact reported the distal tip of the male adaptor of the tubing set was connected to the hub of the patient's central venous line (cvl) to deliver a bone marrow infusion. After an unspecified length of time when the infusion was complete, while attempting to disconnect the tubing set from the hub of the cvl, the distal tip of the male adaptor broke off and remained in the hub of the cvl. The customer contact reported after the event the patient's cvl required replacement in interventional radiology which caused the patient anxiety. There was no reported delay in therapy. The customer contact reported since the event, the user facility has changed their process of connecting the tubing set to the hub of the cvl and is now using an unspecified valve to connect the tubing set to the cvl. No additional information was provided.